Event description:
Surgeon was performing a cataract extraction with iol implant on pt and the infinity machine shut off completely. Staff turned the machine back on, reset to the pt's settings and reprimed the tubing. The machine worked fine again and the surgeon finished the case. Staff indicated it seemed like the machine had a short in it or something. On (B)(6) 2012, the alcon field engineer was on site to evaluate the problem. It was determined that the power cord was possibly loose. The log from the machine showed the machine had powered down. The field engineer secured new power cable and it was determined that the system met alcon specs, per stp.